Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 1 malfunctioned. A field service engineer successfully cleaned and greased all contacts on tower latches. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, had a tower door failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.